Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was 145 mg/dl known at the time of incident. Customer advised removed battery and inserted it and still not able to clear the alarm. Customer stated that did not press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. Troubleshooting was performed for stuck button alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).